Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the battery would not "charge already." A battery replacement would occur in 2 weeks. It was reported that the patient "got a 5 year battery." They did not pay any attention and had not seen an eri or eos message. The battery was not holding a charge like it always did starting 3 weeks ago (2018). They got all of the coupling bars shaded but it still took 3 hours to charge starting last week ((B)(6) 2018). They patient did not let their battery get low because they charged every sunday and it was not depleted that much when they charged. It used to take 35minutes to charge. The patient had been reprogrammed a couple of times for normal routine programming and they were set at what was most comfortable and what the patient liked. The patient had not recently had a new group added to the programming. It was confirmed that the patient had not fallen. No further complications were reported.

Manufacturer narrative:
Additional information indicated that the patient's ins was not removed. Please correct this to only reportable for malfunction and not serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device is still in them. No additional steps have been taken to resolve their ins not holding a charge and taking longer to charge. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.